Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic system displayed a foot switch position one on the screen even nobody was pressing. The scheduled surgery was vitrectomy surgery. Patient impact was not reported.